Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during inflation a 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.